Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. After reassessment, it was found that this device did not contribute to the reported event and are considered not reportable if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
After reassessment, it was found that this device did not contribute to the reported event and are considered not reportable

Manufacturer narrative:
(B)(4). D10: unknown item #, unk 28mm/0 cocr head, unknown lot #. Unknown item #, unk cup, unknown lot #. G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent hip revision approximately 21 years and 6 months post implantation due to psoas impingement and abductor failure. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. D10: item # 14280620, cocr head 28/0 med 12/14, lot # 2051245. Item # 0100024452, fitmore shell with fins 52/ii, lot # 2109291. Item # 2843, alloclassic sl stem, lot # 2127242. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.